Event description:
It was reported that his subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to high out of range shock impedance measurements. A manual impedance test was performed with measurements within normal limits. X-rays were completed with no indication of an anomaly. This device remains in service. No adverse patient effects were reported.